Event description:
End of life - the reamers were dull and could not be used.

Manufacturer narrative:
The reason for this complaint was the reamers were dull and could not be used. The healthcare professional indicated a significant adverse event to the patient. There was a 5 minute delay in surgery and another suitable device was not available for use. The surgery was completed as intended. The instrument was made available to djo surgical for examination on (B)(6) 2014. A visual examination of the two (2) returned reamers, reverse shoulder prosthesis (rsp) shoulder show the raised cutting edges have light nicks and dents which reduces the cutting effectiveness. A review of the device history records (dhrs) of the medium reamer revealed the product was manufactured to revision level specifications. Based on the released date the reamer, glenoid medium rsp shoulder may have been in service for over 2 years. The lot number on the small reamer was not legible, therefore this instrument could not be linked to a specific device history records (dhrs) or the actual date of manufacture could not be determined with confidence. The complaint database review showed previous complaints, but there are no indications that these instruments have a design or material deficiency. The root cause for this event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. Surgical instruments condition can be determined while being used for its intended purpose. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure or issue. Refer to instrument instructions for use (IFU) IFU 0400-0146 "recommendations for the care and handling for djo surgical instruments.